Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic partial lung resection, while performing tissue stapling and cutting of the lung, one reload did not fire completely and the staple cartridge was not fully released. Approximately half of the staple cartridge component remained in the reload body, while the other half had already fired, stapling and cutting part of the lung tissue. After removal, the device was properly disassembled under direct visualization, and the remaining staple cartridge components were completely retrieved.